Manufacturer narrative:
Requested customer return part for analysis. Flow sensor. Requested part back from customer.

Event description:
The customer reported the ventilator went vent inop and alarmed during pre-use operation due to a flow sensor failure. The ventilator was not in use on a patient therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The hospital biomedical technician replaced the exhalation flow sensor to address the reported problem.